Event description:
A baxter engineer reported a pump with failure code 402. It is unknown when this failure code occurred. It is not known if there was any patient injury of medical intervention necessary according to the hospital representative. No additional contact information is available.